Manufacturer narrative:
The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, and investigation conclusions.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that they were unable to perform self test of the automated impella controller. System self-check error occurred. A replacement was requested.